Event description:
It was reported that the patient had a shoulder surgery, and approximately 6 months later a revision surgery was done due to the screw loosening and got unscrewing. The anterior oblique was also loose but did not unscrewed like the transverse one. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: 47-2486-050-40, 3068483, blunt tip screw 4x50mm. 47-2488-000-04, 3008331, ann washer small. 47-2486-052-40, 3024745, blunt tip screw 4x52mm. 47-2496-260-07, 3008140, ann proximal humerus, right 7x260mm. Report source ¿ foreign ¿belgium. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2022 - 00382, 0009613350 - 2022 - 00384, 0009613350 - 2022 - 00381. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Two of the complained blunt tip screws (52mm and 50mm) as well as a washer were returned for examination. Multiple scratches and signs of wear can be seen on both the screws and the washer. Additionally, the 52mm blunt tip screw shows signs of thread stripping, and the 50mm blunt tip screw has damaged threads. Both of these phenomena are indications of screw migration. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. Based on the investigation it could be assumed that further possible contributing factors to the migration of the screw might be multifactorial related to either patient condition, behaviour or implantation procedure. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. The investigation also considered whether the design limitation of the corelock mechanism could be a potential contributing factor. However, further biomechanical testing identified that the product performance is in an acceptable range in comparison with legally marketed similar devices. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw.